Event description:
Boston scientific received information that noise, loss of capture, and increase thresholds were noted on this right ventricular lead. It was also noted that this lead had perforated the heart. The lead was explanted and replaced. This lead will be returned.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections found setscrew marks noted on the is-1 terminal pin, and the distal and proximal high voltage terminal pins. In addition, dried blood was noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations.